Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion), (anatomy related, 90 degree bend). Conclusion: (anatomy related, 90 degree bend).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of 7.5 cm in diameter abdominal aortic aneurysm approx 5 months ago. The vessel morphology at the time of implant and currently were reported as moderate tortuous and mildly calcified. The pt has severe pad of the vessels. It was reported that the presented with left leg pain. The physician performed a CT that demonstrated that there was a clot in the pt's left popliteal artery, which the physician surgically removed. There was thrombosis in the contralateral iliac limb just artery a 90 degree bend, but was not occlusion of the popliteal artery was due to thrombosis that broke off from the iliac stent therefore another iliac limb was implanted to cover the remaining thrombosis. No add'l clinical sequelae were reported, and the pt is fine.